Event description:
It was reported that the patient¿s blood glucose level rose to 350 mg/dl while wearing the pod on the arm between 4 and 24 hours. Upon removal of the pod from the infusion site (arm), the cannula was found to be bent and had not properly inserted into the skin, potentially impacting insulin delivery.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.